Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The prime test could not be performed due to this alarm. The motor passed the motor test. The insulin pump had a scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported by the customer that the insulin pump was squirting while priming the device. Customer states that she was performing a complete set change and is now unable to exit the priming process. During troubleshooting, customer was asked to hold down the act button until a second series of beeps was heard. Customer informed that second series of beeps did occur, but the device did not rewind. Customer stated she does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the (B)(4).